Event description:
Coiling treatment was conducted of a vessel. It was reported that upon positioning, resistance was encountered and the coil (2 of 2) prematurely detached from the delivery pusher within the catheter. No injury was reported with the patient as a result of the procedure. Reference 2032493-2015-00109 for coil 1 of 2, (B)(4).

Manufacturer narrative:
The device involved in this event was not returned as it was reported discarded. The root cause of this complaint cannot be determined or confirmed. (B)(4).